Manufacturer narrative:
The sample was discarded and the lot number is unknown.

Event description:
The caregiver initially contact baxter technical services in 2008, for assistance when pt disconnected the pt line at night and wanted assistance with reset of the unloaded cassette. During the conversation, the caregiver indicated that the pt had been hospitalized with peritonitis on the event date, due to the pt disconnection of the peritoneal dialysis cassette and touch contamination. The facility nurse indicated that the pt was discharged from the hosp four days later. It is unknown what cultures were taken and the results of the cultures. The pt was treated with ceftazidime 1 gram intra-peritoneal (ip) for an unknown length of time. The pt has recovered and remains on peritoneal dialysis. The facility nurse indicated that the pt has not been trained regarding peritoneal dialysis therapy but rather the caregiver had been trained. Reportedly, the pt disconnected the cassette without assistance from the caregiver. The pt will be trained regarding dialysis therapy.